Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary our quality engineer inspected the 3 photos and 5 samples submitted for evaluation. The reported issues of foreign matter was confirmed upon inspection of the samples. One loose syringe was received with a severe ink ring that is 1/2" long by the flange area and an ink dot on the barrel tip that is 1/16". Another image shows a loose syringe with the ink ring and ink dot condition as described above. Potential root cause for the ink ring defect is associated with the marker process. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe experienced foreign matter in the barrel. The following information was provided by the initial reporter, translated from mandarin chinese to english: there are foreign matter in the barrel.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with detachable bd luer-lok¿ syringe experienced foreign matter in the barrel. The following information was provided by the initial reporter, translated from mandarin chinese to english: there are foreign matter in the barrel.